Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood.

Event description:
It was reported that the patient's right atrial (ra) lead and right ventricular (rv) lead dislodged during a heart catheterization procedure three days after implant. The rv lead was repositioned and remains in use. The ra lead was explanted and replaced as an acceptable position could not be found. Another ra lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).